Manufacturer narrative:
Date of event is estimated. UDI number is unable to be obtained. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:1627487-2021-0. It was reported that following an elective ipg replacement procedure on (B)(6) 2021, there were high impedances on the leads. As a result, surgical intervention may be undertaken in the future.